Event description:
Device has been explanted.

Manufacturer narrative:
D9 date is for photo received visual analysis completed , device is not returned. Additional, changed, and/or corrected data: b6, h6. Device photo analysis: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Unsatisfactory result: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed

Event description:
Healthcare professional reported left side "deflation." Patient later reported "exchange due to not pleased with surgery." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation." Patient later reported "exchange due to not pleased with surgery." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: review of all complaints of fluid leak (a050401) for the period of mar 2021 through feb 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.